Event description:
The customer reported a speaker malfunction inops. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
The customer reported that there was a "error message: "loudspeaker failure" displayed on the intellivue multi measurement server x2". No, the device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.